Event description:
It was reported that a multirate infusor experienced no flow. This issue occurred during infusion of a chemotherapy drug. The reporter stated that the device was connected to the patient for a 48 hour treatment. The device was disconnected from the patient at the end of the second day and it was still full of the drug. There was patient involvement, however there was no patient injury or medical intervention reported. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The sample was not available for evaluation. Should additional relevant information become available, a supplemental report will be submitted.